Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardiac monitor exhibited intermittent sensing. No intervention was reported. The patients condition was good during and post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.